Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. It was determined that the customer switched the acid and base bottles during the reloading of the reagents. The acid and base fluid lines were decontaminated and the system was calibrated. No further evaluation of the device is required.

Event description:
A discordant advia centaur cp brain natriuretic peptide (bnp) result was obtained on one patient and reported to the physician. The laboratory repeated the same sample on an alternate advia centaur cp system and the corrected report was issued. There are no known reports of adverse health consequences or patient intervention due to the discordant bnp result.